Event description:
It was reported that a right ventricular lead was implanted on (B)(6) 2022, but the next day exhibited high capture threshold with intermittent non-capture. The right ventricular lead was revised on (B)(6) 2022, and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high capture threshold and intermittent non-capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with exception of procedural damage.